Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s husband, on approximately (B)(6) 2025, the patient experienced feeling sick, was weak, and was not breathing well. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 5.5 mmol/l, and the blood glucose reading was 27.7 mmol/l. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient was treated with intravenous insulin. At the time of the report, the patient was still admitted into the ICU and was still weak. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.